Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy procedure, the rpm display on the console did not illuminate. The 100% stenosed lesion was located in a non-tortuous and severely calcified proximal left anterior descending artery. When they went to platform test the rotablator device, they noticed that the rpm's were not illuminating on the console display. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.